Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a right ventricular (rv) lead revision on (B)(6) 2020. It was noted the clinic wanted a new lead with a fresh steroid on the tip as the old lead has worn off by the point instead of simply repositioning the chronic lead. The lead was explanted and replaced. The patient was stable.